Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the drive on the piston is not retracting properly and the customer is only able fill 60 mil in the reservoir. Customer is forced to change the set twice a day. Customer declined troubleshooting no further information reported.